Event description:
A distributor reported to olympus that an error "b30" occurred. The problem, as reported to olympus, was identified during "start of day checks." There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to contact failure of the video connector. In addition, rust was noted on the coupler. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the reported error b30 (scope communication error) was found to be due to a faulty cable, caused by a cut in the cable; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.